Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported she experienced the itchy rash within her first use of the product. She has used (B)(4) out of the (B)(4) appliances. She stated that she cleanses with dial soap. A return sample for evaluation is not available for review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reported she has an itchy rash under her mass.